Event description:
On (B)(6) 2012, customer reported that the act diff instrument red blood cell (rbc) bath, overflowed and leaked a few milliliters of fluid. Customer stated that the leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts and the customer found that the tubing through valve 14 was caught on the bath shield. Cts directed the customer to reposition the tubing. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).